Event description:
Device malfunction: stent jumped. Time of malfunction: during stent deployment. Symptoms/ae: stent implanted above target lesion. It was reported that during a stenting procedure in the iliac artery, during stent deployment, the absolute pro stent jumped and implanted above the target lesion. Another absolute stent was used to cover the target lesion. There was no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.